Event description:
It was reported that a patient presented with loss of left ventricular capture noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that far r wave over-sensing, inappropriate mode switch, and pacemaker mediated tachycardia was noted. No intervention or adverse patient consequences were reported.